Event description:
It was reported during a laparoscopic splenectomy while using the atw35 the device was applied across the splenic hilum, closed and then firing of device was attempted. The firing trigger could be closed about one eighth of the distance. The hilum bled and case had to be completed with auto suture endo gia 30 vascular device. The rep reports he is sending back two additional sterile products. Rep also reports upon inspection of the reload, there is a staple with both legs of staple exposed through the driver holes (at the second proximal left lateral driver hole).